Manufacturer narrative:
(B)(4).

Event description:
It was reported that the catheter was replaced and the reason was not specified. No patient symptoms were reported. The drug infused via the pump was intrathecal baclofen (lioresal).